Event description:
The pt had inadequate pain relief for several years. An obvious disconnect of the connector to the pump was noted (method not reported). The pump was replaced. The new pump was reconnected to the catheter. The hcp reported the pt outcome as 'recovered without sequela'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.